Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was not provided. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer declined to troubleshoot.